Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Current control, there is an outgoing visual inspection in place to check for excessive silicone on catheter tubing. As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received.

Event description:
Insyte indwelling needle (381237) was found to be pushing out clear lumpy solids from the catheter on pre-use inspection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in had silicone visible. Insyte indwelling needle (381237) was found to be pushing out clear lumpy solids from the catheter on pre-use inspection.